Event description:
It was reported that shaft break occurred. The 8mm x 3.00mm nc quantum apex catheter balloon was loaded into an unspecified touhy. It was a trans-radiopaque. However, the shaft of the balloon catheter snapped in half while inside the touhy. According to the physician, he felt like he pushed the device too hard causing it to snap. A 3.0mm x 12mm nc quantum apex balloon catheter was used to dilate an unspecified stent that was previously placed and completed the procedure.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).